Manufacturer narrative:
A ge rep evaluated the system and adjusted the 5 volt power supply. The system operates as intended.

Event description:
The customer reported that the system gave an overload fault error message. This error may cause the system to shut down. There is no report of injury or death associated with the event described in this complaint.